Event description:
The customer reported that while running an htlv I/ii assay, summit sampler handler did not pipette the correct amount of sample and did not give an error message. A field service engineer was dispatched. No death or serious injury was associated with this event. This report corresponds to ortho-clinical diagnostics, inc. Complaint number 99-05331-11.